Event description:
It was reported that the patient experienced right upper extremity tingling. X-ray revealed the lead had migrated/dislodged. The patient underwent lead replacement surgery. The patient recovered without sequela.